Manufacturer narrative:
The device is expected to be returned but to date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the image of the video system center dropped out. The issue occurred during a diagnostic cystoscopy of the bladder. The video connector locking option was not working and the contacts showed traces of corrosion. The scope had to be removed and the patient moved to another room so the procedure could be started again using a similar device. The patient experienced some mild discomfort and the procedure was delayed less than 30 minutes. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause olympus will continue to monitor field performance for this device.